Event description:
It was reported that the right atrial (ra) lead exhibited a sudden increase in both unipolar and bipolar impedance. It was also noted the lead was not capturing. Follow up determined that the lead had fractured. The lead was programmed off and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.